Event description:
A male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2019, was hospitalized for an infected hand. No additional information provided during intake. Follow-up with the patient's pd registered nurse (porn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 due to abdominal pain and excoriated/painful fingertips (right hand). Upon evaluation, the patient's fingertips (index, middle, ring) were found to be infected, and the patient was formally admitted. A peritoneal effluent fluid culture and cell count (wbcs elevated, result unavailable) were obtained, and the patient was also diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) and intravenous (IV) antibiotics (drugs, dosages, frequency, durations unavailable), and their pain began to abate. On (B)(6) 2021, the preliminary peritoneal effluent fluid culture results were positive for pseudomonas (species unavailable), and the decision was made to remove the patient's pd catheter (not a fresenius product). On (B)(6) 2021 the patient's pd catheter was surgically removed, while a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient transitioned to hd for renal replacement therapy (rrt) later the same day without issue and was discharged home on (B)(6) 2021. The patient primarily remains on incenter hd; however, the patient contact has been receiving pd training. The patient's index, middle and ring fingertips will need to be amputated, and they will require assistance in order to return to pd therapy. The porn stated the patient's hands became excoriated/infected due to their profession, and the peritonitis was related to inadequate hand hygiene. During a home evaluation, it was discovered the patient was not washing/sterilizing their hands due to the pain in their fingertips. The patient's pd catheter was surgically replaced (date not provided) and the patient is gradually returning to pd therapy, while continuing to undergo hd therapy until the outcome of the amputations are known. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).